Event description:
Syringe pump was missing attachment on back to clamp to IV pole and was just sitting on top of alaris large volume pump (lvp). It was not currently in use, but was plugged in to wall. Registered nurses (rns) were in room and noted pump to spontaneously start shooting out sparks and smoking. It was immediately unplugged from wall, and the nurse picked up the patient and exited the room for safety. Pump continued to smolder and emit smoke and strong smell of electrical fire. Rns pulled fire pull station and called stat line to initiate a code red and notified engineering and biomed. No patient or staff injuries occurred. Biomed investigated syringe pump, found internal evidence of liquid intrusion. Investigation was not opened with vendor ICU medical. Biomed team ordered additional pump pole clamps and distributed across hospital.